Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and also reported damage (physical or cosmetic), the customer reported a blood glucose value of 589 mg/dl. The customer reported hyperglycemia which treatment was unknown. The troubleshooting was performed. The event involved product(s) mmt-1884l. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. It was unknown if the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.